Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the unit label is missing barcode and expiry and batch information with a bd needle 22 ga 1-1/4 in. The following information was provided by the initial reporter: unit doesn't have label with barcode and expiry date and batch, as indicated on pictures.

Event description:
It was reported that the unit label is missing barcode and expiry and batch information with a bd needle 22ga 1-1/4in. The following information was provided by the initial reporter: unit doesn't have label with barcode and expiry date and batch, as indicated on pictures.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-24. H6: investigation summary a device history record review was performed for provided lot number 190416 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one shelf carton was returned for evaluation by our quality engineer team. Through examination of the sample, the label was missing from the shelf carton. The labels are printed with the variable information and placed within the secondary packaging machine. The labels are placed on the shelf cartons and introduced to the shipping cases through an automatic process. There is an automatic detection system in place to identify defects related to label issues. This detection system is challenged every eight hours. It is possible that this incident resulted from a temporary failure in the label feeder and an error in which the faulty product was detected by the automated detection system, but was not properly rejected. In response to this incident, the manufacturing team has been notified of this issue for further awareness on the production floor. Based on the preventive measures in place, we believe this is issue has an unlikely recurrence. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.